Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that an accucath was placed to complete a cardiac cta exam. During monitoring the hub leakage occurred. When the dressing was removed, it was noted that the catheter had twisted within the statlock device but not to the degree as the first accucath. The statlock was removed, the catheter remained patent with blood return, and it flushed easily with 20 ml ns. The IV was then secured with tape instead of a statlock, after which no further leakage occurred and the exam was successfully completed.